Manufacturer narrative:
The reason for this revision surgery was to repair a torn rotator cuff tear after 3 years of patient use. The surgeon converted the shoulder to a reverse shoulder system. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr #(B)(4) for (B)(4) part from the lot that was marked with the incorrect lot number. The part was reworked and was accepted for use. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 455g1021. A total of (B)(4) complaints have been submitted against this part number with (B)(4) of the complaints submitted for rotator cuff issues not associated with product issues. The remaining complaints have resulted from other issues such as infections, and instability. The root cause for the torn rotator cuff was not reported. The event is deemed to be non-product related and the result of patient rotator tear in the shoulder. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a turon primary implant and suffered from a severe rotator cuff tear. The surgeon decided a revision to a reverse was necessary.